Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Fiducials were administered rectally 2 to 3 weeks prior to spaceoar implantation. The procedure was done under local anesthesia. During the procedure, the patient had tissue adhesion in perirectal fat plane. He was not tolerating the preparation, probe placement and needle injections. However, it was confirmed that the gel was injected and the procedure was completed. The patient was scoped by a internist and it was found out that he had a rectal fistula where gel was present inside of the rectal lumen. In the physician's assessment, the fistula was caused by prior medical complications/diseases. It was reported that no complications occurred as a result of this incident.